Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. (B)(4).

Event description:
The customer reported the digital spot function will not work. No pt injury was reported.